Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7336184. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients wound exhibited drainage postoperatively. The patient was evaluated at an urgent care facility, where clinicians did not believe an infection was present; however, the patient was prescribed antibiotics as a precautionary measure. The patient was expected to make a full postoperative recovery. The trial leads were disposed of by the facility and were therefore unavailable for return or evaluation.